Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment a computed tomography of abdomen without contrast study was performed which showed multiple perforations up to 8 mm beyond the inferior vena cava wall. Two struts abuts the abdominal aorta, and one contacts the vertebral body. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient after being diagnosed with an unknown medical condition. At some time, post filter deployment, it was alleged that the filter struts had perforated beyond the inferior vena cava, and two struts had abutted the abdominal aorta, and one strut contacts the vertebral body. However, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.